Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced a posterior capsular rupture while removing the irrigation / aspiration (I/a) tip from the anterior capsule once the I/a portion of the procedure was done. The surgeon performed an anterior vitrectomy before completing the surgery. Additional information has been requested.

Manufacturer narrative:
One opened irrigation / aspiration (I/a) tip in a bubble bag, along with a dvd were received for the report of a posterior capsule rupture during surgery. The returned opened sample was examined per facility procedure (B)(4) and was determined to be visually conforming with special attention directed to any scratch producing attributes. A dimension inspection for gate protrusion on device tip was performed and this was within the specification of .003" max; the actual measurement was .0012". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The customer supplied (B)(4) was reviewed but it could not be determined when the reported incident occurred. All visual and dimensional tests performed on the device during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced a posterior capsular rupture while removing the irrigation / aspiration (I/a) tip from the anterior capsule once the I/a portion of the procedure was done. The surgeon performed an anterior vitrectomy before completing the surgery. Additional information has been requested.